Event description:
A patient reported they were unable to get meter to pass control solution test. Their meter allegedly was inaccurately high. The control solution result on their meter was 145 mg/dl. No treatment. No further info has been reported.